Event description:
It was reported that after an ablation procedure, the right ventricular lead threshold became high and there was a drop in r-waves. A new pace/sense lead was added. The high voltage portion of the lead remains in use. The patient is a participant in the painfree sst study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A d274drg implantable defibrillator 2010 (B)(6). For use by user facility/importer(devices only). (B)(4).